Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Twenty minutes after administering insulin, the patient¿s mother checked a fingerstick bg which was 30 mg/dl although the cgm was reading 126 mg/dl. The pediatric patient lost consciousness for a few minutes and the mother gave glucagon 0.5 mg. The patient regained consciousness and was taken to the hospital by the mother. Upon arrived the bg was 65 mg/dl. The patient was given an IV bolus of glucose 50% at a dose of 25 grams/kg and stabilized with good results. He was kept overnight in the hospital for observation with an IV of glucose and had no further hypoglycemia. He was discharged the following day in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).